Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. The device suspected of a possible detection problem related to sensing noise. The device was reprogrammed with high voltage therapies turned off and the implantable cardioverter defibrillator (ICD) system is at elective replacement indicator (eri) but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).